Manufacturer narrative:
Qn#: (B)(4). Teleflex received the device for investigation. The reported complaint of iab would not inflate completely is confirmed. Upon return, there was combined damage including outer lumen buckling, a broken central lumen and bladder leak resulting from a broken fos fiber. The combined damage can result in incomplete balloon inflation. Due to the combined damage and state of the device, it could not be determined which break occurred first or what initially caused the complaint. Additionally, the iabc inner lumen assembly was noted to be out of specification. A non-conformance has been initiated to further in vestigate the issue. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revised risk. This will be monitored for any developing trends.

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab under fluoroscopy. The doctor didn't think the balloon was unwrapping all the way. The staff tried manual inflations and it didn't seem to help. The staff didn't feel comfortable keeping the balloon in and therefore removed it and put in a new one. The replacement balloon was used successfully for 24 hours and the patient is expected to be discharged a few days later. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that the intra-aortic balloon (iab) was inserted in the cath lab under fluoroscopy. The doctor didn't think the balloon was unwrapping all the way. The staff tried manual inflations and it didn't seem to help. The staff didn't feel comfortable keeping the balloon in and therefore removed it and put in a new one. The replacement balloon was used successfully for 24 hours and the patient is expected to be discharged a few days later. There was no report of patient complications, serious injury or death.